Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Other relevant device(s) are: product ID: mc1vr01. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system tether was broken/cut/pulled apart. There was a deployment issue with the delivery system. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the delivery system (not obstructed). Blood was observed in the lumen of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup, the tether was cut at the distal end of the tether pin, the tether is stuck in between the device and the device cup. The outer shaft is kink/buckled at 5.7 cm from the distal end of the delivery system. The inner shaft is kinked at 2 cm from the distal end of the recapture cone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28 jun 2020 / serial#: (B)(4). Device available for eval: no. Dev rtn to MFR? No. Mfg date: 11 jan 2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) there was coiling of the flushing line of the delivery system (ds) post deployment of the device. During cutting of the tethers a tether became stuck inside of the ds and with pulling started to pull the ipg. The physician attempted to change the angle of the cone to free the tether with no success. The shorter end of the tether became stuck inside the ds. It was also reported the r wave measurements dropped, there was loss of pacing and the ipg dislodged. The ipg and ds were removed from the patient and replaced. No patient complications have been reported as a result of this event.